Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a promus element plus 3.50 x 16 stent balloon expandables. A visual examination of the stent found signs of stent damage with stent strut rows in the distal stent region lifted. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a kink measured at 40.6 cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27jul2021. It was reported that the device was unable to cross the lesion. A percutaneous coronary intervention was being performed. The target lesion was located in the severely tortuous and calcified left anterior descending artery. This 3.50x16mm promus element plus stent delivery system was selected; but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patients status is stable. However, device analysis identified stent damage.